Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer did not believe the event was due to the site. Customer's blood glucose was 158 mg/dl. Reportedly, the cartridge as well as the site were changed to address the event and insulin delivery was resumed.